Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from october 15, 2020 - october 16, 2020. H10: the actual device was received for evaluation containing 65ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow rate of (B)(6) infusor sv (small volume) was 2.2cc every hour. The total filled volume was 100ml and the expected medication time was 46 hours. This was observed during patient infusion at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.